Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized due to high blood glucose levels (598-1,000 mg/dl). Customer reports high blood glucose levels were due to customer having the flu. Customer went into diabetic ketoacidosis and experienced a stroke. Customer was still hospitalized as of (B)(6) 2015.